Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: burr device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device posting an error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the visual assessment failed since the color ring was damaged, and during the temperature testing, the device was too noisy. It was further determined that the vibration assessment failed during the temperature testing, there was a lot of vibration. During service/repair, it was observed that the mid and back assemblies were contaminated, and the bearings were damaged. It was further determined that the issues were consistent with improper maintenance-over time use, and improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device displayed an e9 error code. It was further reported that the user had a difficult time locking the burr device in the attachment. During in-house engineering evaluation, it was observed that the vibration assessment failed during the temperature testing, there was a lot of vibration. It was not reported if there were any delays in the surgical procedure. It was reported that the issue was resolved prior to the surgery with a spare device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.